Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly, unexpected restart alarm and moisture damage. Customer's blood glucose reading was 120 mg/dl. Troubleshooting on the insulin pump was performed. Customer received a button error alarm, cleared the alarm, took out the battery, then placed the battery back and the device turned on. Customer advised the following day they received an unexpected restart alarm and they were unable to clear the alarm. Customer advised the insulin pump fell into the toilet and was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm. Unit was received with intermittent act button response due to flattened button keypad dome. Button keypad connector was found closed properly during visual inspection. No moisture damage electronic or motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.